Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected and functionally tested. During visual inspection the door open alarm was found; the cause of this was a damaged door latch. To correct the condition, the door latch was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the baxter service technician experienced a door open alarm on a flogard infusion pump. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.